Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance. No adverse events were reported. X-rays were sent to the manufacturer for review. No obvious lead discontinuities were observed. Radiology report noted that the lead appeared to be intact. Lead revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.